Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis (plc271000/11962005) to treat a ruptured right internal iliac artery aneurysm. On (B)(6) 2014, computed tomography scan identified a type ii endoleak arising from branches of the internal iliac artery. No aneurysm enlargement was noted. On (B)(6) 2014, the patient underwent a secondary intervention procedure, including direct sac puncture and attempted embolization of internal iliac artery branches. The patient tolerated the procedure, and the physician will continue to monitor the patient.

Manufacturer narrative:
Patient medications include potassium chloride, ferrous fumurate, simvastatin, omeprazole, allopurinol, metformin, mesalazine, spironolactone, flutamide, furosemide, prednisone, and carvedilol. A review of the manufacturing paperwork for the device verified that the lot met all per-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.